Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative. One screw-vent implant (svb13) was returned for investigation. Visual evaluation of the as returned product identified bone residue around the external threads due to usage. The device had no apparent sign of malfunction. Functional testing could not be conducted for the reported event/failure (apical granuloma). Pre-existing condition noted on the per was 'diabetes'. The reported device had been placed on tooth #12 (universal) for approximately 14 years. X-ray and picture images were provided. Upon review per sme, (B)(6), it was confirmed that the pathology (apical granuloma) most likely contributed to implant failure. Review of appropriate documentation: documents reviewed: instructions for use for screw-vent® implants, ifu9665 rev 0-09/14. Information identified: adverse effects. Per the applicable IFU, dehiscence, paresthesia, edema, infection and inflammation are complications that may occur following implant placement. DHR review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A year-long complaint history review by item number (svb13) was performed for similar events and no complaint about non-conforming products was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or implant. Therefore, based on the available information, device malfunction did not occur. However, the reported event was confirmed following x-ray/picture evaluation by sme, (B)(6).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant (tsvb13) was reported for investigation. The product has been misplaced/lost in-house. Product was searched for and could not be found - received in emea but not received and logged in pbg. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files. When/if the product is found, the pce and cmp will be reopened and updated accordingly. Functional testing could not be conducted since the product has not been/could not be physically inspected. Pre-existing condition noted on the per is diabetes. The reported device had been placed on tooth 12 (universal) for approximately 14 years. X-ray and picture images were provided. Upon review per sme, dr. Ele vesna, it was confirmed that the pathology (apical granuloma) most likely contributed to implant failure. Documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: adverse effects (page 2). Per the applicable IFU, dehiscence, paresthesia, edema, infection and inflammation are complications that may occur following implant placement. DHR review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A year-long complaint history review by item number (tsvb13) was performed for similar events and no complaint about nonconforming products was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or implant. Therefore, based on the available information, implant malfunction could not be verified. However, the reported event was confirmed following x-ray/picture evaluation.

Manufacturer narrative:
(B)(4). PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that two months after placement, during a check up, the doctor noticed a possible apical granuloma upon x-ray. He applied a decontaminating therapy and implant was in place for 14 years. Implant finally lost the integration.